Event description:
It was reported via repair work order that the calf support was loose due to loose set screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.